Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test and sensor passed per specifications. See attached file for results. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the customer had high blood glucose level and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 286 mg/dl and the sensor glucose was 160 mg/dl at the time of the incident. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis and sensor will return for analysis.